Event description:
It was reported that patient received inappropriate shocks due to noise. Lead damage suspected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found the sensing coil fractured close to crimp sleeve at the connector ring due to fatigue. Electrical measurements were intermittent.